Manufacturer narrative:
The device has not been received for investigation, as the patient has not been revised. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that patient underwent left initial hip arthroplasty on (B)(6) 2007 with a durom cup and other unknown products. Patient was revised on (B)(6) 2016 due to elevated metal ions and pain (durom revision: (B)(4)) and was implanted a biolox option, head, l, 36/+3.5, taper 12/14. Patient is still experiencing pain three months post operatively (the complaint at hand).

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that a (B)(6) old female patient, with bmi=23.1, underwent left initial hip arthroplasty on (B)(6), 2007 with a durom cup and other unknown products. Patient was revised on (B)(6), 2016 due to elevated metal ions and pain (durom revision: (B)(4)) and was implanted a biolox option, head,l, 36/+3.5, taper 12/14. Patient is still experiencing pain three months post operatively. Review of received data: x-rays dated (B)(6) 2016: post-op condition of left tha. New acetabular cup fixed by 4 screws. No abnormalities related to the ceramic head observed. Received MRI belongs to august 2016 and are not related to the timeframe of the current complaint. Surgical report dated (B)(6), 2017: preoperative diagnosis: loose left acetabular component. Procedure: revision of the acetabular component and head from metal-on-metal to ceramic-on-poly. Finding: a grossly loose durom cup with significant pseudotumor and fluid, but no significant metallosis or destruction of the muscle. Zimmer continuum press-fit cup with 5 screws, lipped liner, 62size acetabular component and ceramic head were implanted. No abnormalities observed. Devices analysis: no product was returned to zimmer biomet for in-depth analysis (still implanted). Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary: received x-rays and the surgical report do not hint to any possible cause of the reported pain which might be related to the biolox option head. The review of the DHR indicates that the head met all requirements to perform as intended. Should any additional information that changes the assessment become available, the case will re-evaluated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4). .